Event description:
It was reported that at the first refill of a new pump there was a volume discrepancy between expected residual volume (erv) and actual residual volume (arv). The patient stated that he felt the new pump and catheter were 'not working.' The patient noted that the managing physician suggested doing a dye study to confirm catheter placement. No further information was given. Additional information has been requested but was not available at the time of the report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).